Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted and the delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the difficult clip (70927u231) deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted medial on the mitral valve. A second clip delivery system (cds 70927u231) was advanced to the valve, but there was difficulty rotating the clip; therefore, a 180 degree rotation of delivery catheter (dc) handle was applied to achieve perpendicularity to the valve. The clip was positioned lateral to the first clip and the deployment sequence was started. After retracting the actuator knob, the clip did not release from shaft. Troubleshooting was performed, but unsuccessful. The actuator knob was unscrewed and forceps were used to rotate and pull on the mandrel. The mandrel rotated on the proximal end, but the clip did not release. At one point the mandrel was pulled out of system. The dc handle was fully advanced, exposing the sheath in the left atrium. At this point it was observed the clip vector and cds shaft vector were not matching. An attempt was made to reinsert the mandrel, but only about 5-10 cm could be advanced, so it was removed. To increase support, the entire system was advanced to the valve, but the atraumatic tip jumped out of the clip. The dc handle was retracted and after approximately 45 minutes, the clip released from the shaft. A total of two clips were implanted, reducing the mr to <1. The patient is stable. No additional information was provided.

Event description:
Subsequent to previously filed medwatch report, the following information was provided: during troubleshooting, when attempting to rotate the actuator knob, resistance was no longer felt and the actuator pulled out of system due to a break. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis indicated that difficulty to deploy the clip could not be tested for, but was confirmed due to the condition of the received device. The broken actuator mandrel was confirmed indicating excessive manipulation of the device during procedural conditions. Additionally, the reported difficulty rotating the clip and the reported clip and delivery catheter (dc) shaft were not on the same line, could not be replicated in a testing environment. The reported proximal and distal actuator mandrel protrusion could not be tested as the actuator mandrel (am) was returned completely removed from the clip delivery system (cds). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported difficult to position and difficult to deploy in this incident could not be determined. The reported am break, difficulty rotating the clip, clip and delivery catheter (dc) shaft not on the same line, and am protrusion appears to be related to aggressive/excessive techniques that were incorporated during the troubleshooting process and resulted in the overall user experience. Additionally, the observed bent actuator mandrel and scratched l-lock tabs found during returned device analysis appear to be related to procedural conditions/user technique as part of the troubleshooting process. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.